Event description:
Additional information was received that this device was explanted approximately two years later for an unrelated product performance issue that is captured in report 2124215-2014-14171.

Manufacturer narrative:
The physician will continue to monitor the device/lead system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. External visual inspection of the device noted tool marks on the header; the header to case bond is intact. The battery voltage was lower than expected, but still supported full device function. A series of automated electrical/functional tests were conducted and no issues with the device¿s ability to deliver therapy were observed; basic sensing, pacing and shocking functions of the device were verified. Impedance testing was completed and all measurements were within normal limits. The issue related to the battery voltage was fully analyzed and reported in report: 2124215-2014-14171. The observation of low shock lead impedance was unable to be confirmed in analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) implanted with another manufacturer's implantable defibrillation lead, exhibited a low out of range shock impedance measurement. All subsequent shock impedance measurements were noted to be stable and acceptable. No adverse patient effects were reported.